Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that high impedances greater than 10,000 ohms were observed on contact 0, although it was not used in programming. The manufacturer representative also reported that the patient¿s primary cell implantable neurostimulator (ins) had reached an elective replacement indicator (eri) battery status. The ins was to be replaced on the date of this report. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the impedances went back to normal once the ins was replaced with a new system.